Event description:
It was stated that "while inserting of a 8x28x8-13mm, 12° prolift the cage was expanded and upon disengagement and removal of inserter an audible click was heard and surgeon identified that the distal tip of the inserter had broken off. A different inserter was used to collapse the cage and remove it. Upon removal an x-ray was taken and the broken aspect was seen in the disc space. Surgeon was able to retrieve the broken piece and remove. Cage was then successfully implanted and expanded".

Manufacturer narrative:
The device was not returned it is hypothesized that during its last use there was an applied force on the distal tangs during implant disengagement that exceeded the mechanical properties. Aggressive rocking or manipulation of the driver to disengage the implant could have generate enough force to break the tangs.